Event description:
Device 2 of 4. Reference MFR report: 1627487-2014-24369, 24371, 24374. It was reported the pt experienced uncomfortable ipg pocket stimulation and ineffective stimulation. Diagnostics indicated invalid impedance readings with two leads. X-rays revealed the lead had pulled of out of the ipg header. Surgical intervention will be taken at a later date.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.